Manufacturer narrative:
The investigation for the reported stroke/cva issue has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. Impella cp with smartassist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the patient had cerebral hemorrhage with an unknown relationship to the impella device. It was also reported that one month after explant, that the patient expired noting that it was possibly related to the impella device. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.